Event description:
It has been reported that the device failed to boot up. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system power failure, system had startup problem. As a part of troubleshooting fse found that guid of pdm1 was not bright. Fse corrected the guid settings of pdm1, and checked the system it was returned to use in good working order. The codes were updated based on the investigation outcome.